Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no actions were being taken at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the rep was in the or where they were using electrocautery. The rep said that the clinician programmer was unable to find the device. The rep said that they didn't have other equipment to try. It was reviewed that the ins battery may be depleted. The rep said that the ins was depleted and the patient had compliance issues in the past so that made sense. No further complications were reported.